Event description:
It was reported that there was an issue on a ICU pt and a phillips mx2 monitor (masimo technology), the tfi sensor was disconnected from the pt and they have seen values on bpm and spo2 even though the sensor was under the blanket, disconnected from pt with a pleth waveform and values on the screen. The physician was able to reproduce the event afterwards with 99% of spo2 and from 65 to 110 of bpm. They stopped the eval considering the values and technology were not reliable. There were no consequences or impact to the pt.

Manufacturer narrative:
The sensor involved in this event was returned for eval. The returned sensor passed all testing including a visual eval, continuity testing, and skin temperature verification. The emitter on the tfi sensor is in the open position per designed, as a result, the reported issue was confirmed, however, the sensor was able to detect a "sensor off" condition and alarm as appropriate. The returned sensor was confirmed to be functioning as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous related issues prior to this reported event. .